Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a biopsy, the device allegedly fired before use. There was no reported patient contact.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Investigation summary: one magnum biopsy instrument was returned for service and repair. Functional testing was performed. The investigation is unconfirmed for self activation, as no anomalies were noted during inspection and the issue could not be reproduced. However, the investigation is confirmed for failure to prime, as the compensator spring was noted to be bent contributing to the priming issue. A definitive root cause for the compensator spring bend could not be determined based upon available information. It is possible that the confirmed priming issue was perceived by the user as a self activation issue. It is unknown if procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications) showed that the product labeling is adequate. (Conclusion) .

Event description:
It was reported that during a biopsy, the device allegedly fired before use. There was no reported patient contact.